Event description:
It was reported that the implantable neurostimulator would turn off when the patient used his television remote control. The patient did not have a programmer to turn the device back on. No patient symptoms were reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.